Event description:
The reporter obtained a 42 mg/dl and 397 mg/dl blood glucose comparison on the accu-chek compact system. The reporter states he obtained an additional comparison with blood glucose results 82 mg/dl and 344 mg/dl on the accu-chek compact system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.